Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and cubies were not being detected on bus. The customer rebooted the device, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure a field service engineer found that half height drawers 3.1 and 3.2 had complete drawer failures and that all back panel led lights were not illuminated. The fse successfully replaced all drawer and pyxisbus component boards, including one half-height retractor band for drawer 3.1. After the components were installed, the device was fully operational for customer use. A final test was performed using the hardware testing application. The system functioned as intended field service engineer repaired the device.